Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 6000 e601 module. Example 1 initial troponin t result was 9.74 pg/ml and the repeat results were 7475 pg/ml with a data flag and 7557 pg/ml. On (B)(6) 2024, after recentrifugation, the results were 10.80 pg/ml and 7666 pg/ml. No questionable result was reported outside of the laboratory. On(B)(6) 2024, example 2 initial probnp result was <10 pg/ml with a data flag. The repeat results were 26140 pg/ml with a data flag, 26376 pg/ml with a data flag, 27262 pg/ml with a data flag, and 27119 pg/ml with a data flag. Information was not provided if any questionable result was reported outside of the laboratory.

Manufacturer narrative:
The troponin t reagent lot number was 771982. The expiration date was not provided. The probnp reagent lot number was 778448. The expiration date was not provided. The field service engineer checked the instrument, cleaned the tubing of the extra wash system sipper, replaced the pinch tubes, and ran analyzer performance testing and qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.